Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. The customer had assistance from their girlfriend, who woke them up and provided the needed carbohydrates. Tandem technical support recommended the customer consult a healthcare professional to discuss potential factors affecting their blood glucose levels.